Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl and the pump alarmed no delivery and low battery. The customer indicated that they have tried all remedies including changing the reservoir but the pump continues to alarm and their blood glucose is not coming down. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined to troubleshoot for high blood glucose and no further details were given.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind. Basic occlusion, occlusion, prime, excessive no delivery, displacement test. No excessive no delivery alarm noted during our testing. The insulin pump passed self-test, unexpected restart test and all operating current measurement were normal. No unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.